Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after turning patient in bed, patients foley catheter was noted to be out from the foley stat lock. When staff was about to reattach the foley balloon port or urine drainage port to the statlock noticed that the balloon port was severed and soon right after the catheter then slipped out of patient¿s penis and balloon was already deflated. Patient was not injured while this incident occurred. Stated that the staff heard in tier 4 this morning that there were also reports of the drainage bag emptying very slowly. This sounds like an air filter problem to them.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "latex material too weak to withstand normal forces applied during use". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that after turning patient in bed, patients foley catheter was noted to be out from the foley stat lock. When staff was about to reattach the foley balloon port or urine drainage port to the statlock noticed that the balloon port was severed and soon right after the catheter then slipped out of patient¿s penis and balloon was already deflated. Patient was not injured while this incident occurred. Stated that the staff heard in tier 4 this morning that there were also reports of the drainage bag emptying very slowly. This sounds like an air filter problem to them.